Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method in insulin therapy. Customer's blood glucose was in 180-200 mg/dl range.